Event description:
It was reported that shaft break occurred. The patient was undergoing percutaneous coronary intervention. A 3.50 x 12mm synergy xd drug-eluting stent (des) was advanced for treatment. During insertion, when the stent was still inside the guide catheter, the shaft catheter broke. The device was removed, and it was noted that the device did not break completely in two pieces. Another 3.5x12mm synergy des was used, and the procedure was completed successfully. No patient complications were reported.